Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the lesion was in the mildly calcified, mid left anterior descending (lad) coronary artery. The balance middleweight (bmw) guide wire was advanced to the left anterior descending lad, and an unspecified stent delivery system was advanced over the bmw guide wire without issues. The stent was deployed without issue. However during removal of the bmw guide wire, a dissection occurred and the tip of the guide wire separated. An unspecified stent was implanted to cover the proximal portion of the lad, to treat the dissection. The separated guide wire tip remains trapped midway under the implanted stent. There was no clinically significant delay during the procedure. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported dissection; however the reported separation, device embedded, and treatment appear to be related to circumstances of the procedure.